Event description:
Note: this report pertains to one of two events that occurred during the same procedure. Refer to associated manufacturer report # 3005099803-2008-6525 for a description of the other event. It was reported to boston scientific corporation in 2008 that a jagwire guidewire was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure on a male patient three days prior (patient gender and weight unknown). According to the complainant, during the procedure "when the physician inserted the wire down the autotome somehow, in the autotome, the wire doubled back on itself." The physician felt resistance while pushing the wire, and when he pulled it out the jagwire was bent. The case was successfully completed using a new jagwire and autotome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "fine."

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number and model number; therefore, the device manufacture date and expiration date are unknown. According to the complainant, the suspect device has been disposed and is not available for return. A device evaluation cannot be performed; the cause of the reported malfunction is undetermined.